Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead has been exhibiting consistent low r-waves. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.